Manufacturer narrative:
The monitor sn (B)(4) was returned and evaluated. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) has been returned to zmc and the investigation is underway. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Manufacture date monitor - (B)(4) - 01/07/2015, belt - (B)(4) - 02/02/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. Prior to passing, the patient received seven treatment shocks from the lifevest. It was reported that the patient was home alone at the time of the event and was unconscious at the time of the treatments. Following device startup on (B)(6) 2019 at 7:02:58 am, the device detected an arrhythmia. The patient's rhythm at the time of the detection was sinus tachycardia at 115 bpm with non-sustained ventricular tachycardia (nsvt). At 9:50:00 am, the device declared a non-treatable rhythm. At 9:51:26, the device detected an arrhythmia and began the treatment sequence. The patient's rhythm at the time of the detection was sinus tachycardia at 100 bpm with intermittent nsvt. At 9:51:37 am, the patient received the first treatment pulse. The patient's rhythm at the time of the treatment was sinus rhythm at 90 bpm with nsvt. The patient's post shock rhythm was sinus rhythm at 80 bpm with nsvt. Nsvt contributed to the false detection. At 9:52:04 am, the patient received the second treatment pulse. The patient's rhythm at the time of the treatment was sinus rhythm at 90 bpm with nsvt. The patient's post shock rhythm was sinus rhythm at 100 bpm with nsvt. Nsvt contributed to the false detection. At 9:52:33, the patient received the third treatment pulse. The patient's rhythm at the time of the treatment was sinus rhythm at 70 bpm with nsvt. The patient's post-shock rhythm was sinus rhythm at 60 bpm with nsvt. Nsvt contributed to the false detection. At 9:53:00, the patient received the fourth treatment pulse. The patient's rhythm at the time of the treatment was sinus rhythm at 60 bpm with nsvt. The patient's post shock rhythm was sinus beat with intermittent nsvt. Nsvt contributed to the false detection. At 9:53:29 am, the patient received the fifth treatment pulse. The patient's rhythm at the time of the treatment was bradycardia at 40 bpm with nsvt. The patient's post shock rhythm was bradycardia at 40 bpm with nsvt degrading to vt at 270 bpm. Nsvt contributed to the false detection. Per the holter monitor, from 9:53:29 am to 10:06:18 am, the patient's rhythm was vf with motion artifact, variable amplitudes, and variable hr. The device properly detected vf, however motion artifact, variable amplitudes, and varying hr prevented the lifevest from treating the patient during this time. At 10:07:57 am, the patient received the sixth treatment pulse. The patient's rhythm at the time of the treatment was vt at 130 bpm. The patient's post-shock rhythm was asystole. At 10:08:15 am, the device declared a non-treatable rhythm. At 10:09:43, the device detected an arrhythmia. The patient's rhythm at the time of the detection was asystole transitioning to vf slowing to vt at 130 bpm. At 10:10:28 am, the device declared a non-treatable rhythm. At 10:10:54 am, the device properly detected vt at 120 bpm. At 10:11:59 am, the patient received the seventh treatment pulse. The patient's rhythm at the time of the treatment was asystole. The patient's post shock rhythm was vt at 110 bpm degrading to asystole. Amplitude oversensing contributed to the false detection. At 10:13:29 am, the device detected an arrhythmia. The patient's rhythm at the time of the detection was asystole with intermittent cardiac activity. At 10:15:35 am, the device declared a non-treatable rhythm. At 10:15:6 am, the device properly detected asystole. From 10:18:33 am to 10:38:45 am, the device detected an arrhythmia 9 times. The patient's rhythm during this time was asystole per the holter monitor. The patient remained in asystole until the electrode belt was disconnected at 2:24:41 pm on (B)(6) 2019. It was reported that emergency medical services were called and that the patient had passed away before ems arrived.